Event description:
It was reported that stent fracture and stent post deployment occurred requiring additional intervention. The 80% stenosed target lesion was located in a non-tortuous and non-calcified left anterior descending (lad) artery. Pre-dilatation was performed with a 2.5x12 balloon catheter. A 4.00 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. After the stent was implanted, post-dilatation was performed with a 4.5x12 balloon catheter. However, it was noted the distal portion of the stent had a longitudinal deformation that appeared to be a fracture. An additional stent was needed to complete the procedure. There were no patient complications reported.